Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, response buttons) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the receptacle. Additionally, the rear response button was not functional. The response button failure was due to a defective switch. The root cause for the damaged receptacle was excessive force. The root cause of the defective switch cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and that the response buttons were not functioning.